Event description:
On (B)(6) 2022, a patient¿s (pt) family member in (B)(6) called to report that the pt went to a doctor and was diagnosed with ¿cornea was burnt¿ in both eyes (ou) while wearing the 1-day acuvue® define¿ with lacreon® brand contact lenses. The pt "couldn't see properly after some time of wear" and pain while wearing the lenses. Additional medical information and the medical report were requested. On (B)(6) 2022, the pt¿s family member reported the pt went to see another doctor (date not provided) and advised the pt had a ¿scratch on the cornea.¿ the pt was prescribed moxistar eye drops (moxifloxacin hydrochloride) once every 2 hours; obid ophthalmic ointment at bedtime; hamerone eye drops (sodium hyaluronate) when needed. The pt reported pain upon removal of the lenses. The pt currently reports discomfort and a ¿little bit of pain.¿ the family member reported the medical report will be provided in 2 weeks. On (B)(6) 2022, the event was determined not to be a serious medical event with the limited medical information provided. On (B)(6) 2022, the family member reported both eyes were affected by the ¿scratch¿. The pt¿s eyes were not yet fully recovered. The pt went to see a doctor last thursday and the doctor advised it will take ¿about 3 more weeks to be recovered based on the pt¿s current eye condition.¿ on (B)(6) 2022, the translated medical reports were provided. Diagnosis: binocular acute keratitis and corneal erosion. Treatment details and future treatment: the patient wore soft lenses on both eyes and complained of pain. The pt visited the hospital on (B)(6) 2022. The slit lamp exam biomicroscopy revealed binocular epithelial keratitis and central corneal epithelial defect. Both eyes are improved after compression eye patch and drug treatment. Regular follow-up and treatment are needed in the future. Diagnosis: unspecified superficial keratitis, unspecified conjunctivitis treatment details/future treatment plans: both eyes: on (B)(6) 2022, eye drops were prescribed with corneal protective lenses on both eyes. On (B)(6) 2022, the condition of cornea improved so, the protective lens was removed. Outpatient examinations will also be conducted in the future. On (B)(6) 2022, the event was determined to be a serious medical event after the receipt of the medical report. No additional medical information has been received. This report is for the pt's od event. The report for the pt's os event will be provided in a separate report. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4178860107 was produced under normal conditions. The suspect od cl was requested for return for evaluation but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 12jan2023 during a file review, it was noted that the awareness date in g.3. In the initial MDR 1057985-2023-00001 (filed with the FDA on 03jan2023) was submitted incorrectly as 08nov2022. The correct awareness date is 08dec2022. If any further relevant information is received, a supplemental report will be filed.